Manufacturer narrative:
The evaluation (along with x-rays) showed that the cup was positioned vertically and anterverted. This is consistent with the reports that the pt had dislocated on at least two occasions. The evaluation concludes that positioning of the cup was a factor in the dislocations and fracture of the locking ring. No product problem was found to have contributed to this breakage.

Event description:
Complainant claims the locking ring broke.